Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter was not retracting after placement. The following information was provided by the initial reporter: verbatim: "needle not retracting when IV catheter placement was completed."

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter was not retracting after placement. The following information was provided by the initial reporter: verbatim: "needle not retracting when IV catheter placement was completed."